Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed noise due to possible electromagnetic interference which was diagnosed as ventricular fibrillation. One round of inappropriate atp was delivered after which there was no noise and the device diagnosed return to sinus. No intervention was performed. The patient was asked to caution against exposure to sources of emi. The patient was in a stable condition and would continue to be monitored normally.